Event description:
Report received from distributor that although the device was configured for a remote alarm system, the unit would not permit the remote alarm to sound. There was no patient involvement.